Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e217(scope error) occurred due to data error of scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaint. During device evaluation, an e217 (scope error) was observed. The service report technician indicated that the most likely cause of the e217 (scope error) was a data error in the scope ID. There was no patient involvement.